Event description:
The pt was diagnosed with progressive severe avascular necrosis of the left hip and underwent a left total hip arthroplasty in 1999 in a hosp. The pt experienced some loosening of the device and presented to this hosp for a left hip revision.